Manufacturer narrative:
Report confirmed. Evaluation determined that the fracture was relatively planar and perpendicular to the stem. It was noted that t here were indications that the tool contacted metal objects during use. The tool fractured due to applying a bending force while the tool was not rotating. No additional information was available on follow-up. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Event description:
It was reported that "burr snapped when performing craniotomy. Used as normal, no abnormal actions before burr snapping." It was reported that there was no patient impact. No additional information was available on follow-up.